Manufacturer narrative:
The subject device was received and evaluated at service repair olympus thailand. Device inspection and evaluation found a gap in adhesive are between plastic cover and distal end. Furthermore. The adhesive on a-rubber was found detached. Angulation out of standards. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request for angulation out of standard and a-rubber bonding has deteriorated. There is no patient involvement associated on this reported event. No user injury reported. During return incoming inspection, a gap on adhesive area between the plastic and distal cover was observed. This report is being submitted for gap on adhesive area between the plastic and distal cover found during inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: - thegap occurred at the distal end glue due to physical stress, chemical stress, storage environment etc. A definitive root cause cannot be identified. This issue is covered in the instructions for use: important information, please read before use- warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal: the storage cabinet must be clean, dry, well ventilated, and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity, or exposed to x-rays and/or ultraviolet-rays. Doing so could damage the endoscope or pose an infection control risk. Olympus will continue to monitor the field performance of this device.